Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts compressed. The upper/lower cases and two side bail covers were also observed to be broken, the lower case and lead flex cover contaminated, one side bail missing, the latch on the battery drawer worn, and the serial number label torn. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.